Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an acl procedure, the biorci-ha screw broke outside the patient. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided images finds a broken screw and a smith+nephew box confirming the identity of the complaint device. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an acl procedure, the biorci-ha screw broke outside the patient. The procedure was completed with a non-significant delay using a smith and nephew back-up device in the same bone hole. No further complications were reported.